Manufacturer narrative:
(B)(4). The customer reported to have not duplicated the alleged malfunction. Technical support troubleshot this issue with the customer over the phone and suggested to run the ventilator on a test lung and report any further errors. Multiple attempt has been made to try to obtain information if any patient was connected to the device at the time of the event and the result of their testing but no information can be obtain.

Event description:
It was reported that the ventilator generated an error and rendered the ventilator inoperable. It is unknown if the event occurred during patient use.